Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. Initially the patient reported having a draining slowly message during drain 2 of 6. The patient then noticed that the blue pin that was closest to the patient was pushed in. The patient used the second pin and the drain volume started to improve. When reviewing the cycler records it indicated there was an overfill in cycle 2. There was a 1007 ml fill and a 2197ml drain. The drain volume was 218% of the fill volume. In a follow-up, the patient verified that there was no harm, adverse event, or intervention due to the overfill event. The patient has continued to use the same cycler without any further issues.

Manufacturer narrative:
(B)(4).

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. Initially the patient reported having a draining slowly message during drain 2 of 6. The patient then noticed that the blue pin that was closest to the patient was pushed in. The patient used the second pin and the drain volume started to improve. When reviewing the cycler records it indicated there was an overfill in cycle 2. There was a 1007 ml fill and a 2197ml drain. The drain volume was 218% of the fill volume. In a follow-up, the patient verified that there was no harm, adverse event, or intervention due to the overfill event. The patient has continued to use the same cycler without any further issues.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. Initially the patient reported having a draining slowly message during drain 2 of 6. The patient then noticed that the blue pin that was closest to the patient was pushed in. The patient used the second pin and the drain volume started to improve. When reviewing the cycler records it indicated there was an overfill in cycle 2. There was a 1007 ml fill and a 2197ml drain. The drain volume was 218% of the fill volume. In a follow-up, the patient verified that there was no harm, adverse event, or intervention due to the overfill event. The patient has continued to use the same cycler without any further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.